Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e224 error occurred due to communication failure caused by cable failure. Cause of cable failure could not be identified. Additionally, the root cause of the e224 error code could not be determined. The event can be prevented by following the instructions for use which state: "do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable." "Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable." "The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable." "Do not fix the camera cable with a pair. Doing so can break the camera cable." Olympus will continue to monitor field performance for this device.

Event description:
There was a delay of about 30 minutes to check the status of equipment troubles and to replace equipment. Nurses were reminded to handle the equipment with care. The user wanted to use a 0° rigid scope, but the alternative scope was only 30°. The procedure ended up being performed with a cross-eyed view rather than a direct view. The patient did not have an implant device. This problem occurred when the camera head was inserted into the light source device. The device was not inspected prior to use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found; a defective image capturing pixels in the head section and the main body was wearing in the head section; a connector burn was on the connector and discoloration of the electrical contact was found at the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had an error code e224 communication failure error. The issue was found during a total laparoscopic hysterectomy therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.